Event description:
It was reported that the patient had a fall and their health care provider (hcp) was trying to figure out if the patient damaged a lead. It was noted that the manufacturer representative had to go and would call back.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received reported that the reason they could not read the battery was normal battery depletion. The patient had the system for 5 years and when they fell the hcp couldn't get the battery to work and it was discovered to be depleted. The manufacturer representative had spoken to another manufacturer representative about the case.